Event description:
A report was received that the patients ipg was taking longer to charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)). Device evaluation indicated that the complaint was not verified. The device was charged from 3.272 volts to 3.953 volts in one charging cycle. Prior the explant procedure, the battery depletion rate was within the expected range when the device was turned off. However, the device characteristics changed after the device was explanted. The battery depletion rate increased from 7.36 mv/day to 44.7 mv/day with a quiescent current of 106 ua exceeding the limit of 50 ua. It appears that the ipg was exposed to high voltage transients during the explant procedure. It was reported that electrocautery was not used during the explant procedure. The cause of the ipg damage could not be determined.

Event description:
A report was received that the patients ipg was taking longer to charge. The patient underwent an ipg replacement procedure.